Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer over bloused for food that had been consumed. Customer's blood glucose level decreased to 20 mg/dl. The customer was given intravenous glucose and scheduled for release the following day. There was no permanent damage to the customer.